Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. On the morning of (B)(6) 2012, the patient awoke with a blood glucose reading of 347 mg/dl and felt nauseous. Reportedly, the subject pump has rebooted several times today and once a couple of months ago. There was no reported of any required hcp medical intervention to suggest a serious injury. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.